Manufacturer narrative:
The device remains in the patient's eye; thus, date of implant is indicated. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system procedure, one of the two stents was noted in the angle, wedged between the meshwork and roll of the iris. Per report, prior to irrigation and aspiration (I&a), both stents were visualized in place intraoperatively. At one week follow-up, the stent appeared to have not moved. The patient status was reported as eye healing well with good vision and pressure is under good control. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the stent remains in its position and the surgeon will continue to monitor the patient. Treatment options were discussed depending on the positioning of the stent and the patients condition. Additional information has been requested.